Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate while using a charged battery. The service technician was able to induce a shut down after 6 shocks on a battery with low charge, per the customer's request. Stryker verified the reported issue through review of the software logs; on the date of the event the device gave a code summary to replace battery. Stryker recommended that the customer maintain the device using fully charged batteries to prevent power issues. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information.

Event description:
The customer contacted stryker to report their device unexpectedly lost power during use on a patient. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; it is reported the patient passed the next day. There has been no alleged device contribution to the patient outcome.